Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited inappropriate atrial tachycardia response (atr) due to far-field oversensing. A request was made to have data from this device analyzed. Rhyhmcare reviewed data and provided recommendations for programming and troubleshooting. The device remains implanted. No adverse patient effects were reported.